Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 1000 mg/dl. Customer was admitted to the hospital and was treated with insulin through intravenous (IV) and manual injections. Cause of elevated bg was not known. Reportedly, customer was discharged on (B)(6) 2018, with normal bg levels.